Event description:
This spontaneous case from united states was received on 21-mar-2018 from patient. This case concerns a male patient (age: unknown) who initiated treatment with synvisc one and after an unknown latency had left knee swelling, left knee pain, left knee red and had to use cane for 4 to 5 days. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection at a dose of 1 df once (indication, batch/ lot number and expiry date: unknown). On an unknown date after an unknown latency patient suffered swelling, pain and redness. Patient had to use a cane (onset and latency: unknown. Corrective treatment: cane for had to use cane for 4 to 5 days; not reported for others. Outcome: not recovered for had to use cane for 4 to 5 days; recovering for left knee swelling; unknown for other events. Seriousness criteria: disability for had to use cane for 4 to 5 days. A product technical complaint was initiated and the results for the same were pending pharmacovigilance comment: sanofi company comment dated 29-mar-18. This case concerns a patient who received treatment with synvisc one and later experienced pain, swelling, redness in left knee and had to use a cane while walking. Since the date of product administration and occurence of event is unknown so no significant temporal relationship can't be established but causal role of suspect product can also not be denied in occurrence of the event. Further information regarding medical history, underlying disease, concurrent condition and past drugs will aid in complete medical assessment of the case.

Event description:
This spontaneous case from (B)(6) was received on 21-mar-2018 from patient. This case concerns a male patient (age: unknown) who initiated treatment with synvisc one and after an unknown latency had left knee swelling, left knee pain, left knee red and had to use cane for 4 to 5 days. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection at a dose of 1 df once (indication, batch/ lot number and expiry date: unknown). On an unknown date after an unknown latency patient suffered swelling, pain and redness. Patient had to use a cane (onset and latency: unknown. Corrective treatment: cane for had to use cane for 4 to 5 days; not reported for others. Outcome: not recovered for had to use cane for 4 to 5 days; recovering for left knee swelling; unknown for other events. Seriousness criteria: disability for had to use cane for 4 to 5 days. A product technical complaint was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 29-mar-2018. Global ptc number and results were added. Pharmacovigilance comment: sanofi company comment dated 29-mar-18. This case concerns a patient who received treatment with synvisc one and later experienced pain, swelling, redness in left knee and had to use a cane while walking. Since the date of product administration and occurence of event is unknown so no significant temporal relationship can't be established but causal role of suspect product can also not be denied in occurrence of the event. Further information regarding medical history, underlying disease, concurrent condition and past drugs will aid in complete medical assessment of the case.